Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during a knee arthroplasty, the tibial articular surface provisional broke when the surgeon was trying to lever it out. No patient injury was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The instrument was returned as worn and in need of replacement, it was also noted to be fractured. No patient or procedure involvement was reported. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation results are unchanged by the additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional reporter details were received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product shows signs of repeated use and has fractured on the lateral side. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.